Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that during as gastric bypass, the hand piece has a crack in the housing. It would not pass the prerun test and was swapped out with an alternate like device. The procedure was completed with no patient consequences reported and the device will not be returned.